Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Author's information and citation : does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Refer to attached journal article. [(B)(4)].

Event description:
It was reported in a journal article entitled: the use of foreign surgical material in obstetrics. Authors: j scaffidi and j mcmicking. Citation: not provided in the article. This paper presented a case of surgicel associated complications. Case 2 involved a patient whom underwent a second stage emergency caesarean section. The surgery was performed by a senior registrar and consultant. The surgery was complicated by a vertical extension towards the cervix, and surgicel was placed at the site of uterine incision and extension to achieve haemostasis. The patient represented 8 days postnatally with fever and malodorous discharge, and CT scan showed a collection anterior to and communicating with the uterus. The patient returned to theatre for a laparotomy, where a full thickness uterine dehiscence was found covered by the disintegrated surgicel dressing, and large washout and re-closure was performed. It was hypothesized that the surgicel migrated and contributed to the dehiscence. These cases highlight the challenges involved with use of surgical artificial material in operative obstetrics. These are not the first cases described in literature that have involved similar clinical outcomes. Oxidised cellulose has its place in surgery, however surgeons must be mindful of its use and potential complications. Additional information has been requested.